Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 plastic tip came off. The gray plastic tip of jaw was noticed to be loose prior to use of device for procedure. Patient was in the or. Procedure was completed with a new device. No patient involvement as defective device was noted prior to use.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 11/09/2022. An investigation was conducted on 11/16/2022. A visual inspection was conducted. Although it was reported that there was no patient involvement, signs of clinical use and heavy amounts of charred material was observed on the heater wire, indicating that the device was used in a clinical setting. The heater wire was observed to be intact with no visual defects observed. The gray silicone at the base of the cold jaw was observed to be peeled back, exposing the metal portion of the cold jaw from the base to the center of the cold jaw. No detachment of silicone insulation was observed. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was confirmed. The lot # 3000260659 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 plastic tip came off. The gray plastic tip of jaw was noticed to be loose prior to use of device for procedure. Patient was in the or. However, no patient involvement as defective device was noted prior to use. Procedure was completed with a new device.